Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records and complaint history was not provided. Although the root cause could not be determined, it would not be unreasonable to expect some polyethylene wear after approximately 14 years of implantation. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address loosening of the tibial tray. Poly wear and osteolysis were discovered intraoperatively. It was also reported that the patient had fallen several times, the tibia sank into varus alignment, and osteolytic changes had taken place.